Event description:
Customer's mother reported that the customer has been experiencing high blood glucose levels over 700 mg/dl. Customer stated that the reservoir compartment was discolored and cracked. Blood glucose level was 292 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.